Event description:
It was reported that the patient underwent plif procedure using rhbmp-2/acs, muscular skeletal transplant foundation plif spacers and synthes instrumentation. At an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.